Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after the device was placed, it was discovered that the clamp that should have been attached to the extension leg of the third lumen (purple) was not attached. Since this was only discovered after the device had been placed, the device has not yet been retrieved. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing clamp is confirmed and appeared to be a manufacturing issue. One photograph of a triple lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed a triple lumen powerpicc while in use. The purple lumen with red luer hub was observed to be missing the clamp. The white and grey luer hub lumens were observed to have clamps. No damage could be seen on the sample in the returned photograph. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after the device was placed, it was discovered that the clamp that should have been attached to the extension leg of the third lumen (purple) was not attached. Since this was only discovered after the device had been placed, the device has not yet been retrieved. No other information was provided.